Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2021-01953; reference MFR. Report#: 1627487-2021-01955. It was reported the patient had been receiving ineffective therapy. As a result, the patient decided to have their drg system explanted and replaced with an scs system to address the issue.